Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips dropped when one side of the jaw came off (could retrieve pieces from the pt). A new applier was used to complete the case.